Event description:
The account alleged that when brake pedal is depressed the brake casters do not hold. No patient impact.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.